Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer..

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to worn battery pins and the use of depleted batteries. During the device evaluation the batteries and the battery pins were replaced. Worn battery pins, and old batteries can all increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer.